Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported error code 20003, front end ECG failure. There was no report of patient involvement.